Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation, the battery charger power supply connector pins were unseated, preventing the charger from powering ip. The root cause for the unseated power supply connector pins could not be positively identified but was likely excessive force. No adverse event resulted from the defective charger. The charger was replaced.

Event description:
A zoll pt service representative (psr) contacted zoll customer support to report that they had a charger that would not power on. The charger was replaced.